Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Physio completed the technical service update and replaced the reed switch assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed reed switch assembly and confirmed that it is affected by the related field action (3015876-05/06/2016-002c) and is the likely cause of the reported issue of no voice prompts.

Event description:
The customer reported that their device does not have any voice prompts when the on/off button is pressed and the device lid is opened. Without voice prompts on the device, the device would not be able to be used by an end user. There was no report of any patient use associated with the reported issue.